Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2006, and (B)(6) 2006. D10. Unknown durom cup. Unknown screw. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced intermittent left hip pain following a prior hip arthroplasty and was scheduled for a revision approximately 20 years post-implantation. The patient described fluctuating symptoms over the years, ranging from no pain to episodes of being unable to walk. Laboratory testing showed elevated cobalt and chromium levels, and imaging reportedly identified a screw that was too long. Revision was schedule for unknown date in 2026; it is unknown if was performed. Diligence is completed and no further information on the reported event has been provided.